Event description:
A field service representative reported that the customer received questionable results for a total of sixteen patients samples tested for ion selective electrode (ise) sodium. Of the sixteen samples, fourteen were found to have erroneous results. All initial values were reported outside of the laboratory. All repeat results were believed to be correct. Sample one initially resulted as 154 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 141 mmol/l. Sample two initially resulted as 147 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 141 mmol/l. Sample three initially resulted as 150 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 143 mmol/l. Sample four initially resulted as 148 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 141 mmol/l. Sample five initially resulted as 147 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 136 mmol/l. Sample six initially resulted as 153 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 140 mmol/l. Sample seven initially resulted as 152 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 140 mmol/l. Sample eight initially resulted as 147 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 139 mmol/l. Sample nine initially resulted as 148 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 140 mmol/l. Sample ten initially resulted as 148 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 139 mmol/l. Sample eleven initially resulted as 148 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 139 mmol/l. Sample twelve initially resulted as 147 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 139 mmol/l. Sample thirteen initially resulted as 147 mmol/l accompanied by a data flag. The sample was repeated on integra analyzer serial number (B)(4), resulting as 137 mmol/l. Sample fourteen initially resulted as 152 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting as 146 mmol/l accompanied by a data flag. The patients were not adversely affected by the event. The ise sodium electrode lot number and expiration date were not provided. The customer declined a service visit stating that they were able to resolve the issue by flushing out the ise sample probe. The customer calibrated and ran controls, which were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.